Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 41 related to an insulin shaft rewind error and the device was restarted multiple times per guidance; the alert persisted after restarts and after charging the device to at least 50 percent, and the ilet was replaced with the patient instructed to use backup therapy until the replacement arrived. Symptoms included no reported adverse physiological effects, and the patient¿s blood glucose was 123 mg/dl. Outcomes included temporary interruption of pump therapy and transition to backup therapy without hospitalization. Investigation included verification of the alert in device history, guided restarts, confirmation of device charge status, and coordination for device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.